Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion being treated was a 30mm long, 2.25 diameter 95% stenosed eccentric lesion in the moderately calcified mid left anterior descending artery (lad). The pt presented with unstable angina. Initially, the distal lesion was treated with balloon inflation to unk atms and then the mid lesion was treated with inflation to 8 atms. The angiography showed a rupture in the balloon as well as a small type c dissection. The pt experienced chest pain during the treatment of the dissection. Another manufacturer's stent was then implanted to treat the dissection, and the procedure was completed. The procedure was completed with this device, and no further complications were reported. Pt status was reported as 'stable'.